Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Event description:
It was reported that there are times where the reservoir has condensation and constant air bubbles. It was stated that the customer has been wasting insulin because she has to purge the air bubbles out of the tubing and the reservoir and the customer has had high blood glucose. Customer has been having issues with air bubbles for the past two years. It was stated that the insulin pump was not rewound with a reservoir in place, insulin was stored at room temperature and there are not insulin leaks. It was stated that the customer has had blood at the site, dry blood at site and bent cannulas. Blood glucose value was 163 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.